Event description:
It was reported that during a remote data review, the physician noted an episode of untreated over-sensing from this subcutaneous implantable defibrillator (s-ICD). The device had previously been reprogrammed to the alternate sensing vector due to a single inappropriate shock. Boston scientific technical services (ts) was contacted and discussed that the event was likely the result of t-wave over-sensing due to decreased r-wave amplitude measurements. Ts recommended assessing the patient in-clinic via exercise testing to determine which sensing vector would be the most appropriate. The following month, the physician observed further over-sensing in the alternate sensing vector and elected to reprogram the device to the primary sensing vector. However, the patient received an inappropriate shock while performing heavy lifting and the physician programmed the device to the secondary vector prior to replace the system. Recently, the physician elected to surgically explanted and replace this s-ICD system to resolve the event. No additional adverse patient effects were reported. It is currently unknown whether this device will be returned for analysis.